Event description:
It was reported that right ventricular (rv) lead exhibited oversensing of atrial flutter. This patient underwent a device changeout procedure for the non-boston scientific device and this rv lead was explanted at that time. A new device system was implanted. This rv lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.